Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons were not responding that quick as well as they cannot hear the sound on insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Pump received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing.